Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
The device was returned approximately four years later with no additional information. According the information that was pulled from the device memory upon return at our post market quality assurance laboratory, the device was explanted some time in (B)(6) 2011.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a review of device memory confirmed the device was explanted sometime in january 2011. The device memory also revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this device was showing a 2.82 v and 10 second charge time three months ago and today has declared elective replacement indicator (eri) with a monitoring voltage of 2.7 v and an extended charge time of 22.3 seconds. A replacement procedure is scheduled in the next month.